Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one reload opened by the account. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the needle being detached from the returned thread. The file was concluded to be unable to be rough handling of the suture. Based on the product analysis, the failure was confirmed to be attributed to the reported event. No enhancements or improvements were generated for the reported condition due to the root cause being unable to be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during a robotic assisted lap hernia, the device broke and the reload came off and the device would not load another reload. It took about 5 minutes to fish out the suture. A new suture was used. The patient was not injured and there were no consequences due to the product issue.